Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device over infused. A secondary infusion intended to be a bolus was hung to a mivf. At 0216, the 136ml bolus was started and after about 30-45 minutes into infusion, the bolus bag (250 ns bag) was empty. The pump displayed that 56ml was left to infuse on the bolus. Two nurses verified the secondary was connected appropriately. It is unclear if the bolus (ns) fluid back flowed into the primary mivf bag or if it was infused into the patient. Blood glucose checked at bedside.